Manufacturer narrative:
No further follow up is planned. Evaluation summary: a male patient reported that the injection screw of his humapen luxura device was broken. He experienced hypoglycemia. The device was not returned for investigation (batch 0903b01, manufactured march 2009). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. While it is unknown what troubleshooting was performed or the exact nature of the injection screw problem, the patient support center was able to troubleshoot the device and was able to confirm the device was functioning normally. A complaint history review of for the batch did not identify any atypical trends with regard dose accuracy. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy. The patient reported that he is blind. The user manual states that the device is not recommended for the visually impaired without the assistance of a sighted individual trained to use it. There is evidence of improper use. While the patient's use issue was unspecified, the patient used the device while visually impaired. It is unknown if this was relevant to the complaint of hypoglycemia.

Event description:
(B)(4). This spontaneous case, reported by a consumer, with additional information received from a physician, who contacted the company to report adverse events and product complaint, concerns a (B)(6) male patient of unknown origin. Medical history included diabetes. Concomitant medication included insulin glargine, for treatment of type 1 diabetes. The patient received human insulin (rdna origin) nph (humulin n), unknown dose, frequency and route of administration, for an unknown indication, beginning on an unknown date. The patient received human insulin (rdna origin) regular (unknown manufacturer), unknown dose, frequency and route of administration, for an unknown indication, beginning on an unknown date. Since an unknown date, unknown time after the beginning of human insulin nph treatment and unknown time after the beginning of human insulin regular treatment, the patient had serious vision problems, which was considered serious by the consumer reporter due to medically significant reasons, and in 1992 the patient became blind due to the fact that he abused of a lot of beer (as reported) and on an unspecified date the diabetes worsened. The event of patient became blind was considered medically significant by the company. As a corrective treatment for the event of the patient became blind, the patient underwent a medical procedure of laser in both eyes, it was reported that it was done 798 pulses of laser in the right eye and approximately 300 in the left eye. No information was provided regarding corrective treatment for all the other events. The patient was not recovered from the event of became blind. No information was provided regarding the outcome for all the other events. The patient received insulin lispro (humalog), the dose varied according with the patients glycemia, sometimes injects insulin lispro up to five times per day, subcutaneously, for the indication of diabetes, beginning on an unknown date. In (B)(6) 2016 (reported as the week before the date of the initial report), unknown time after the beginning of human insulin nph treatment, unknown time after the beginning of human insulin regular treatment and unknown time after the beginning of insulin lispro treatment via humapen luxura burgundy (lot 0903b01), the patient experienced hypoglycemia that led to falling. Due to that, the patient fainted because he hit his head, after returning from a birthday party where he drank some beer (as reported). The events of hypoglycemia that led to falling, fainted and hit his head were considered serious due to medically significant reasons by the company. Due to these events the patient took caffeine + metamizole sodium + orphenadrine citrate for the pain (unknown onset date) and did not go to the hospital. In addition was stated that the patient has been experienced a lot of hypoglycemic crisis, reported as blood glucose of 40 to 50 (units and referenced ranges were not provided) and her glycosylated hemoglobin was 5.6 (units and reference ranges were not provided). The patient recovered from the fall, hit the head and fainted due to hypoglycemia on the following day of the date that the events happened. The outcome for the events of pain, hypoglycemia was not reported. The insulin lispro treatment was continued. The status of the human insulin nph treatment and the human insulin regular treatment was unknown. The patient was the user of the device. Training status was not provided. General and suspect device duration of use was reporter to be for 15-20 years; however, the suspect device was manufactured in mar2009. Usage concerns resolved, and device was reported to be working properly. The device was not returned. The physician reporter did not provide any relatedness opinion. The consumer reporter did not relate the event of became blind with the human nph treatment and human insulin regular treatment. No other relatedness opinion was provided between the remaining event and human insulin nph and human insulin regular treatments by the consumer reporter and no relatedness opinion was provided between events and insulin lispro. Update 13may2016. Additional information received from physician on 10may2016. Add physician as reporter. Updated the case seriousness. Add type 1 diabetes as indication for use for glargine. Update the humapen luxura burgundy to suspected device. Add hypoglycemia as serious adverse event. Updated the events of fall and hit his head to serious adverse event. Add lab exam of glycosylated hemoglobin. Updated the relatedness opinion from no to not provided to blindness event. Update narrative and correspondent fields accordingly. Edit 16may2016. Upon internal review on 13may2016 the case was unlocked to add the follow up date in the update comments. Edit 16may2016. Case was opened to enter medwatch device fields for device mailing. No new information. Edit 19may2016. Upon internal review of follow-up information received 10may2016 the event of hypoglycemic unconsciousness was recoded to faint. Add the serious criteria to fall and hit his head. Update narrative and correspondent fields accordingly. Update 01jun2016: additional information received on 31may2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the user of the device to the patient; updated the improper use and storage to yes; updated the length of use in the narrative; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
Device not returned. Usage concerns resolved, and device was reported to be working properly. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer, with additional information received from a physician, who contacted the company to report adverse events and product complaint, concerns a (B)(6) male patient of unknown origin. Medical history included diabetes. Concomitant medication included insulin glargine, for treatment of type 1 diabetes. The patient received human insulin (rdna origin) nph (humulin n), unknown dose, frequency and route of administration, for an unknown indication, beginning on an unknown date. The patient received human insulin (rdna origin) regular (unknown manufacturer), unknown dose, frequency and route of administration, for an unknown indication, beginning on an unknown date. Since an unknown date, unknown time after the beginning of human insulin nph treatment and unknown time after the beginning of human insulin regular treatment, the patient had serious vision problems, which was considered serious by the consumer reporter due to medically significant reasons, and in 1992 the patient became blind due to the fact that he abused of a lot of beer (as reported) and on an unspecified date the diabetes worsened. The event of patient became blind was considered medically significant by the company. As a corrective treatment for the event of the patient became blind, the patient underwent a medical procedure of laser in both eyes, it was reported that it was done 798 pulses of laser in the right eye and approximately 300 in the left eye. No information was provided regarding corrective treatment for all the other events. The patient was not recovered from the event of became blind. No information was provided regarding the outcome for all the other events. The patient received insulin lispro (humalog), the dose varied according with the patients glycemia, sometimes injects insulin lispro up to five times per day, subcutaneously, for the indication of diabetes, beginning on an unknown date. In (B)(6) 2016 (reported as the week before the date of the initial report), unknown time after the beginning of human insulin nph treatment, unknown time after the beginning of human insulin regular treatment and unknown time after the beginning of insulin lispro treatment via humapen luxura burgundy (lot 0903b01), the patient experienced hypoglycemia that led to falling. Due to that, the patient fainted because he hit his head, after returning from a birthday party where he drank some beer (as reported). The events of hypoglycemia that led to falling, fainted and hit his head were considered serious due to medically significant reasons by the company. Due to these events the patient took caffeine + metamizole sodium + orphenadrine citrate for the pain (unknown onset date) and did not go to the hospital. In addition was stated that the patient has been experienced a lot of hypoglycemic crisis, reported as blood glucose of 40 to 50 (units and referenced ranges were not provided) and her glycosylated hemoglobin was 5.6 (units and reference ranges were not provided). The patient recovered from the fall, hit the head and fainted due to hypoglycemia on the following day of the date that the events happened. The outcome for the events of pain, hypoglycemia was not reported. The insulin lispro treatment was continued. The status of the human insulin nph treatment and the human insulin regular treatment was unknown. It was unknown who operated the device and no information about training was provided. The patient used this device model and the reported device for unknown time. Device not returned. Usage concerns resolved, and device was reported to be working properly. The physician reporter did not provide any relatedness opinion. The consumer reporter did not relate the event of became blind with the human nph treatment and human insulin regular treatment. No other relatedness opinion was provided between the remaining event and human insulin nph and human insulin regular treatments by the consumer reporter and no relatedness opinion was provided between events and insulin lispro. Update 13may2016. Additional information received from physician on 10may2016. Add physician as reporter. Updated the case seriousness. Add type 1 diabetes as indication for use for glargine. Update the humapen luxura burgundy to suspected device. Add hypoglycemia as serious adverse event. Updated the events of fall and hit his head to serious adverse event. Add lab exam of glycosylated hemoglobin. Updated the relatedness opinion from no to not provided to blindness event. Update narrative and correspondent fields accordingly. Edit 16may2016. Upon internal review on 13may2016 the case was unlocked to add the follow up date in the update comments. Edit 16may2016. Case was opened to enter medwatch device fields for device mailing. No new information. Edit 19may2016. Upon internal review of follow-up information received 10may2016 the event of hypoglycemic unconsciousness was recoded to faint. Add the serious criteria to fall and hit his head. Update narrative and correspondent fields accordingly.